Event description:
Customer reported that multiple erroneous analytes were generated by the dimension vista 1500 system. The results were not flagged. The results were released from the laboratory and questioned by the attending physician. The samples were retested and yielded results within expectation. The customer then determined that a user labeling error caused an incorrect patient sample to be tested. There were no reports of adverse health consequences or known patient intervention due to the sample transposition by the customer.

Manufacturer narrative:
Siemens healthcare diagnostics technical support center and the customer determined that the cause of the events was user error. The user mislabeled the sample tube with incorrect information and continued to process the incorrect sample. The customer confirmed that the primary tube was not the tube drawn from the patient, but was an aliquot tube that had been mislabeled due to operator error. There were no system malfunctions. The instrument is performing within specifications. No further evaluation of the device is required.